Event description:
It was confirmed the reported events all occurred on the same device during one treatment. The problems occurred (repeatedly) while transporting the patient to the user facility. The alarms were confirmed to be related to the CAPA that was opened for flow measurement issues. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. Despite the alarms, the treatment was able to be continued. The reported alarms did not result in any serious patient injury or harm, or the need for medical intervention. The sensor box was reported to be available for evaluation.

Manufacturer narrative:
Plant investigation: although a sample was reported to be available for evaluation, no parts were returned. Therefore, the reported failure could not be reproduced. The problem can be understood from the available information and the machine files do not contain any information about the cause of the problem. The described situation is adequately addressed in the instructions for use (IFU). If alarm 208 is continuously occurring, the IFU provides instructions to replace the machine. The reported event can be assigned to a known failure pattern. Alarm #208 is issued when the sensor box software does not detect any communication to the flow board (pcb ¿digiflow mini1¿). A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. Since no parts were returned for evaluation, a definitive cause of the described problem could not be determined. However, investigation of similar complaints revealed that the console alarms were due to an interruption in communication between the flow sensor and the sensor box. This is most likely due to a fault in the power supply to a circuit board within the sensor box. An increased contact resistance, either at connector p102 of the ¿digiflow mini1¿ board or at connector x11 of the function controller (fuco) board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. A CAPA has been opened to address this issue.

Event description:
It was confirmed the reported events all occurred on the same device during one treatment. The problems occurred (repeatedly) while transporting the patient to the user facility. The alarms were confirmed to be related to the CAPA that was opened for flow measurement issues. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. Despite the alarms, the treatment was able to be continued. The reported alarms did not result in any serious patient injury or harm, or the need for medical intervention. The sensor box was reported to be available for evaluation.

Manufacturer narrative:
Additional information: b5, d4, d9, h3 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a novalung console displayed errors 206 and 208 approximately two hours into a patient¿s extracorporeal membrane oxygenation (ECMO) treatment. There were no problems during priming and zeroing the flow sensor. The ECMO run went well for the first two hours, and then the flow sensor suddenly started alarming and flow measurement disappeared. The operator tried zeroing the flow sensor again, but this did not resolve the issue. The flow sensor was replaced, but the console continued alarming with error codes 206/208 with no flow measurement showing. The facility reportedly stopped using the affected console. The serial number of the console was unknown. The serial number of the sensor box was (B)(6). Multiple attempts were made to obtain additional information, and thus far no further details have been provided. The sample availability is currently unknown.